Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had an infected pocket. In addition, the patient had chronic atrial fibrillation (af) underlying at forty two beats per minute. Additional information was received indicating that this cardiac resynchronization therapy defibrillator (crt-d) was explanted. No additional adverse patient effects were reported.